Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date and time were incorrect, cause was unknown. Reportedly, the customer corrected the date and time to resolve the issue. Additionally, an occlusion alarm occurred. The customer changed the pump supplies to resolve the issue. Customer's blood glucose ranged between 277-475mg/dl.